Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: the device was used to complete the procedure. Additional info b5: medtronic received additional information that the pump configuration used is a liva nova essenz roller pump. Pressure was not noticed to be high until 6 minutes into bypass. The first stage of bypass was very rapid with multiple flows down for cross clamp application and immediate cardioplegia administration and there were some lower systemic patient pressures that had the potential to mask an early pressure rise. After 6minutes the pre-oxy pressure was 458mmhg and post oxy 130mmhg. Delta p pressure difference, and it slowly rose from this point. For the next 5 minutes, the flow was limited to 3lpm due to the high p1 pressure. Maximum peak p1 was 491mmhg after 14 minutes cpb at a flow of 3lpm which was approx. 60% of the calculated flow. Highest delta p (pressure difference between pre and post oxy) was 331 mmhg. The high delta p/ high p1 started to fall from here and at 45 minutes into the cpb, delta p was 90mmhg with 5lpm blood flow which would be classed as ¿normal¿ for this center, procedure and oxygenator. Prime: 1000mls hartmans, 250mls gelofusine, 200mls 10% mannitol, 10,000iu heparin, and the only drug on bypass was phenylephrine. And no donor blood was given. 500mmhg pre oxygenator measured using pressure buffer in the m447026n circuit. Line 10. Post oxygenator using pressure buffers in the custom pack line 8. Pressures above. Heparin dose was monitored using hemocron signature elite. Act post heparin/ pre bypass 507s, act first on cpb 670s, lowest act on cpb 483s. No additional heparin was given on cpb as this is within protocol. At point when the high pressures were noted, the blood temperature pre oxygenator was 30c measured using the essenz bi-capta sensor. Post oxygenator patient return temp was 32c. Temperature at 45 minutes when the pressures returned to normal was 34c nasopharyngeal. Lowest nasopharyngeal temperature cooled to was 34c. Temp at start of cpb (cardiopulmonary bypass) was 35.9c nasopharyngeal. Medtronic received additional information that there was no harm to the patient. The blood flow was reduced for a time of 10 minutes but there was no impact on patient care. Venous saturations and blood gases were all in normal limits during these 10 minutes aortic valve replacement for severe aortic stenosis.bsa (dubois) 2.06m2. Calculated blood flow 4.94lpm using index of 2.4. Bypass time 58 minutes. X clamp time 48 minutes. Operation ¿ mini avr for severe as. Pre bypass hct 41%. First hct on cpb 31%. No known haematological conditions. Blood group unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: there were no reported adverse patient effects. Medtronic received additional information that the pump configuration used was a liva nova essenz roller pump. Pressure was not noticed to be high until 6 minutes into bypass. The first stage of bypass was very rapid with multiple flows down for the cross clamp application and immediate cardioplegia administration and there were some lower systemic patient pressures that had the potential to mask an early pressure rise. After 6 minutes the pre-oxy pressure was 458mmhg and post oxy 130mmhg. The delta p pressure difference, slowly rose from this point. For the next 5 minutes, the flow was limited to 3 l/min due to the high p1 pressure. The maximum peak p1 was 491mmhg after 14 minutes of cpb at a flow of 3 l/min which was approx. 60% of the calculated flow. The highest delta p (pressure difference between pre and post oxy) was 331 mmhg. The high delta p/ high p1 started to fall from here and at 45 minutes into the cpb, delta p was 90mmhg with 5 l/min blood flow which would be classed as ¿normal¿ for this center, procedure and oxygenator. The priming solution was made up of the following 1000mls hartmans, 250mls gelofusine, 200mls 10% mannitol, and 10,000iu heparin. The only drug used on bypass was phenylephrine. No donor blood was given. The pre-oxygenator was measured using the pressure buffer in the custom tubing pack circuit and it was 500 mmhg. The post-oxygenator pressure was measured using the pressure buffers in the custom tubing pack. Heparin dose was monitored using a hemocron signature elite. The act post heparin/ pre bypass was 507 seconds. The first act on cpb was 670 seconds and the lowest act on cpb was 483 seconds. No additional heparin was given on cpb as this is within protocol. At point when the high pressures were noted, the blood temperature pre oxygenator was 30c, the temperature measured using the essenz bi-capta sensor. The post oxygenator patient return temp was 32c. The temperature at 45 minutes when the pressures returned to normal was 34c nasopharyngeal. The lowest nasopharyngeal temperature cooled to was 34c. The temperature at the start of cpb was 35.9c nasopharyngeal. Medtronic received additional information that there was no harm to the patient. The blood flow was reduced for a time of 10 minutes but there was no impact on patient care. Venous saturations and blood gases were all in normal limits during these 10 minutes the procedure was a mini aortic valve replacement for severe aortic stenosis. The patient's body surface area (bsa) was 2.06m2, this was calculated using the du bois method. The calculated blood flow was 4.94 l/min using an index of 2.4. The bypass time was 58 minutes, with a cross-clamp time 48 minutes. Pre bypass the hematocrit (hct) was 41%. The first hct on cpb was 31%. The patient had no known haematological conditions and their blood group was unknown. Two lots of fusion oxygenator were used in the manufacture of this custom tubing pack, lots:232291919, <(>&<)> 231826742. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass, a very high transmembrane pressure gradient (tmp "delta p") was observed in the fusion oxygenator. The pre-membrane pressure measured before the fusion oxygenator was far higher than usual. The event was described as concerning. The use of the device was unspecified. It was unknown if there was any patient involvement or complications as a result of the event.